Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported problem could not be confirmed or replicated in-house. The usm was tested on an in-house system in normal mode where it passed with no related errors. No drifting was observed with and without instruments engaged. The usm was tested on a patient side cart (psc) fixture test platform (pftp) where it also passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the universal surgical manipulator (usm) drifted after being clutched. The fse also found that the user interface (ui) overlay was present on the surgeon side console (ssc) high resolution stereo viewer (hrsv) when instruments were installed. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 3 went limp and shifted forward when clutched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: usm 3 went limp after clutching. The issue occurred with the surgeon's head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv). The nurse also noticed that usm 3 was doing an unusual motion when taking off the drapes prior to the surgery. The issue occurred while the scrub technician was clutching an instrument during the surgery. The issue occurred immediately upon instrument insertion on usm 3. The surgeon claimed that they needed to move the right hand all the way to the ssc's edge and hitting it often as it required more right sided movement. The instrument moved in the intended direction, but the camera did not detect it in the vision field and sending a yellow warning triangle with a bar on the vision side cart (vsc) touchscreen. The timing of the instrument movement was appropriate. The issue was persistent. They tried to switch the instrument, but the same issue occurred. There was no injury to the patient.